Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent an implant procedure on (B)(6) 2016. During the procedure, the patient experienced an irregular response to propofol. In turn, the patient exhibited disruptive movement while tunneling was being performed. As a result, the procedure was abandoned.